Event description:
Spontaneous call from patient, with husband on line, called in reporting pump alarm going off with no message. Patient/husband confirmed no battery issues. Pump alarm went off when volume in cassette hit under 10 ml. Patient/husband confirmed this has been as issue previously. Patient/husband were advised to switch pumps and pharmacy will get pump with alarm replaced. Husband stated that extension set tubing was leaking from line when priming new cassette on back up pump. Husband was advised to change tubing. Husband did and confirmed no leak from new tubing or cassette. New cassette was placed on back up pump and infusion was running fine. Author confirmed pump serial number (B)(4) and maintenance due date of 08/24/2023. Tubing lot and expiration date not provided. Pump return tracking information is not available. Photographs were not provided. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of pump when alarm occurred is unknown. No additional information is available at this time. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual product available for investigation? Yes; did we replace the product? Yes; did we [MFR] replace the product? Yes; did the pt have a backup product they were able to switch to? Yes. Was the pt able to successfully continue their therapy? Yes; reported to (B)(6) by pt/caregiver.